Event description:
It was reported by the patient that they cannot lay on their left side because of the pacemaker. When the patient laid on their side the one side of the pacemaker "points to chest" and the other "points out" and it makes them uncomfortable and they feel worse since getting the device. Also their heart is now "going too fast" and medication was provided to slow down their heart. Follow up with the clinic found that the patient had been seen since the initial report and that the clinic had "taken care of the pacemaker issue", the patient had been seen to discuss the heart palpitations and fast heart beat, and the device check was determined to be fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.